Event description:
A physician reported that after an intraocular lens (iol) procedure, visually significant opacity to the iol material itself was noted. The patient developed ugh(uveitis glaucoma hyphema) syndrome which the haptic poked through the iris. The lens was explanted and patient was left aphakic. Physician sent the explanted lens to an ophthalmic pathologist who was unable to determine anything from the lens. Additional information was requested. There are two medical device reports associated with this patient. This report is associated with the right eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was returned after being previously sent to a pathologist. The lens was returned submerged in an unknown liquid inside a screw top vial. The lens was removed from the liquid and allowed to dry on a wipe. A large amount of clear matter was dried on and around the edge of the lens, possibly organic in nature. No opacities were observed in the lens material. The lens was sent to the particle lab. The clear material was isolated and analyzed using microscopic fourier transform infrared spectroscopy (micro ft-ir). Comparison of the material¿s generated ir spectra to a library of spectra finds the best match to be protein. Product history records were reviewed and documentation indicated the product met release criteria.the root cause for the reported events could not be determined. The lens was returned and no opacities were observed in the lens material. A large amount of clear matter was dried on and around the edge of the lens. The clear material was isolated and analyzed using microscopic fourier transform infrared spectroscopy (micro ft-ir). Comparison of the material¿s generated ir spectra to a library of spectra finds the best match to be protein. This was a bilateral file. Information was provided by the surgeon that the patient was treated with prednisolone for 1 month. The ¿deposits¿ on the left lens were 98% better. ¿maybe this was in inflammatory in origin and the steroid drops solved it.¿ the manufacturer internal reference number is: (B)(4).